Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which both leads were explanted and replaced. Patient has effective therapy.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
Manufacturer report reference number: 3006705815-2020-00426. It was reported that the patient experienced high impedance on all contacts. A field representative attempted to reprogram the patient but was not able to provide coverage. An x-ray was taken and confirmed the leads were in place. The patient may undergo surgical intervention to resolve this issue.